Manufacturer narrative:
On (B)(6) 2015 follow up: customer reported that bg level normalized (121 mg/dl). Customer consulted with health care provider and elevated bgs may have been due to an infection in customer's foot. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (400 mg/dl). Customer changed the cartridge and infusion set multiple times and administered several correction boluses. Customer bg level improved to 251 mg/dl. Customer reported being sick. Customer indicated that health care provider would be consulted.